Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. On an unspecified date, the consumer started using o.b procomfort regular, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, when she pulled out the tampon the string broke off. She stated that this problem occurred with a couple of them. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Initial submitted report is being re-submitted to correct the device name. The device name was updated from o.b procomfort regular to o.b non-applicator tampons. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. On an unspecified date, the consumer started using o.b procomfort regular, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, when she pulled out the tampon the string broke off. She stated that this problem occurred with a couple of them. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Initial submitted report is being re-submitted to correct the device name. The device name was updated from o.b procomfort regular to o.b non-applicator tampons. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2012. Based on the quality investigation, the returned sample was not received for evaluation as of (B)(6) 2012. Due to the unavailability of the sample, the analyst could not evaluate the particular alleged defects and could not confirm if the device met the specifications. The consumer did not provide a valid lot number with the complaint. Without a valid lot number, the analyst could neither perform a manufacturing and packaging batch record review nor perform the lot trend analysis. The analyst reviewed the history of non conformances over the period of (B)(6) 2010 to (B)(6) 2012. In this time period, a total of (B)(4) non conformances were recorded for defects related to this complaint. The analyst performed a review of the complaint data associated with these categories and found no adverse trends. Based on the investigation results, no assignable cause was identified. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a (B)(6) female consumer reporting on self from the united states. On an unspecified date, the consumer started using o.b procomfort regular, vaginally for menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, when she pulled out the tampon the string broke off. She stated that this problem occurred with a couple of them. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.